Manufacturer narrative:
(B)(4).

Event description:
The foreign distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log observed a hardware battery error. The receiver case as opened for further evaluation. The battery was inspected and no defects were found. The reported event of a hardware error was confirmed through log review. A root cause could not be determined.